Event description:
During an open colon procedure, the stapler was fired, but staples did not deploy and form on the colon. Not noted how the case was completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device and two fully fired cartridges (b-c) were returned in good visual condition. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended and without any difficulties noted. Event described could not be confirmed as the device fired conforming. Cartridge b batch a5ar44, cartridge c batch x5dx5a.